Event description:
It was reported by service report that the siderail is detached/disconnected. There were no reported patient involvement, adverse consequence or clinically relevant delay in treatment was reported.